Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a(B)(6) female patient had a rash. The patient developed a rash across her breast under the clasps, and the rash had turned raw. The patient's physician prescribed a cream. Follow-up indicated that the rash had improved.